Event description:
Pacu nurse brought on q pump to (B)(6) pharmacy to show pharmacist that the dial was missing on the on q pump. Needs another dial. Pharmacy tech located another dial to give the nurse the new dial. When the pharmacy tech brought it to her, rn said she found the dial on the floor. No need for a new one. It was not determined how the dial fell off of the pump. Dial popped off of an on q pump.